Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter x 10 cm long thoracic aortic aneurysm approximately one month ago. The native aortic diameter was 27-28 mm in diameter proximally and distally. The proximal aortic neck was 35 mm long and 26 mm in diameter at the proximal seal zone. On a CT scan, a retrograde dissection was found from the bare spring of the stent graft toward the left subclavian artery. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection) (unknown cause of event) evaluation codes, conclusions: (unknown cause of event).